Event description:
It was reported that the aseptic battery housing fractured during inspection at the user facility. The top housing got detached from the bottom housing which caused the housing to open up. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic battery housing fractured during inspection at the user facility. The top housing got detached from the bottom housing which caused the housing to open up. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The technician determined through visual inspection that the upper housing was separated from the lower housing. It is possible that the damage was caused by excessive sideload. The housing was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.